Event description:
The patient was hospitalized due to cellulitis and the hospital requested to explant the neurostimulator. The patient reported that the neurostimulator was helping their pain and did not want the device explanted. However, an explant procedure was performed on (B)(6) 2024.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review the incorrect questionnaire was selected. However, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, implanting the device in an off-label location, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. The cause of the cellulitis is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the cellulitis is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.